Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6)2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter. Nonsurgical treatments: on (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: overcome inability to have sexual intercourse. Treatment duration: 4 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): overtime vaginal cream 15mg for the treatment of: combat vaginal dryness/ irritation. Treatment duration: ongoing. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: overcome inability to have sexual intercourse. Treatment duration: 18 mths.